Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device phk550 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a robotic ventral hernia repair on (B)(6) 2020 and the barbed suture was used. After taking the barbed suture out of the abdomen, the nurse saw that the barbed suture was fraying near the swage, where the needle meets the suture. It looked like there were two separated sutures from the needle to where the first barb started. The procedure was completed successfully with no patient consequences and no delay.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 08/26/2020. Additional information: h3 evaluation: two pictures were provided for analysis. Upon visual inspection of the pictures, one needle-suture piece appears to be split; however, no conclusion could be reach as to what may have caused the reported incident since the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.